Manufacturer narrative:
Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valve (thv) per the IFU, thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Anticoagulation therapy must be evaluated patient by patient. The cause for valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis. Several factors can cause development of thrombosis, including: inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g. Systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Thrombosis is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Since the mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood, the cause cannot always be confirmed. In this case, the cause for the cardiac valve could not be determined; it¿s possible the patient had an undiagnosed cancer, contributing to the clot formation (as evidenced by the mediastinal lymphadenopathy seen on CT angiogram). A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Event description:
As reported by field clinical specialist (fcs), three years and 8 months post placement of the 29 mm sapien xt in the aortic position, a 29 mm sapien 3 valve was implanted. Post placement of the second valve, the mean was 6 mmhg, and no paravalvular leak (pvl). The patient is stable. Per the procedure notes, the re-recurrence of ¿severe aortic stenosis¿ following transcatheter aortic valve replacement with a 29 mm sapient xt valve was actually secondary to bioprosthetic valvular thrombosis. The patient had a known recent history of aortic valve clot, previously placed on anti-platelet therapy. The clot had dissolved at one point; however, a repeat echocardiogram showed a recurrent bioprosthetic aortic valve clot. He was transitioned onto coumadin with eliquis bridging. However, the patient did not tolerate coumadin therapy (inr >5 with reported hemoptysis). CT angiogram showed ¿patchy infiltrates at right lung, bronchial wall thickening, new mediastinal lymphadenopathy of uncertain etiology¿

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.